Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services could not confirm that the device was showing a white screen. However, when plugging the blade into the monitor a dark image resulted. Blade failure was confirmed. The blade was replaced, the monitor was tested and no problems were found. The monitor passed the electrical safety test. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable gvl system, the device was showing a completely white screen. When a blade / baton was detached, a no signal error appeared, but when they were properly attached it just showed white. A few different blades were tried with the device and the problem was narrowed down to the monitor. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.